Event description:
I wanted to bring it to the attention of the appropriate team an issue we experienced last night during a trial with product number efx002 and account 137700. I properly in-serviced the account, the surgeon, scrub tech and first assist in loading and using the efx002 weck shield fascial closure device. Upon entering the device into the patient defect, the suture retriever went down the first hole on the side to retrieve the suture which was done successfully. When the user went down the second hole to retrieve the second part of the suture, they were experiencing issues with retrieving the suture. The suture retriever bent where the metal sharp meets the plastic. I have attached pictures and videos. I do not have the product code to identify the actual batch or any specific information but I wanted to bring to the the attention of our claims team that the device was faulty.

Manufacturer narrative:
Qn# (B)(4). Review could not be performed as there was no specific lot number provided. Sample is not available for return , but photos were provided. Failure mode was recreated by our sme and it could not pass our suture retrieval test on one side. Per section 13.0 of mel-100232, 100% of devices go through the suture retrieval testing. If this device was bent , it would not have been able to pass our test and would be rejected. Although the defect was verified by photo, it is highly unlikely it left the mw facility in this condition based on 100% testing; therefore , the complaint is considered not valid.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
I wanted to bring it to the attention of the appropriate team an issue we experienced last night during a trial with product number efx002 and account 137700. I properly in-serviced the account, the surgeon, scrub tech and first assist in loading and using the efx002 weck shield fascial closure device. Upon entering the device into the patient defect, the suture retriever went down the first hole on the side to retrieve the suture which was done successfully. When the user went down the second hole to retrieve the second part of the suture, they were experiencing issues with retrieving the suture. The suture retriever bent where the metal sharp meets the plastic. I have attached pictures and videos. I do not have the product code to identify the actual batch or any specific information but I wanted to bring to the attention of our claims team that the device was faulty.